Manufacturer narrative:
Zimvie did not receive one (1) cshy06, bellatek® hybrid bar 6 implants for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 8816220-1. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. The customer did not submit images for the reported event. Digital design files were reviewed. Since a remake bar had been completed at the time of this investigation, the original design was compared to the remake (image I). Slight differences in design were observed. The approved drawings from the dhrs were also compared and a reduction of 1.3mm had been made on the upper right distal extension (image ii). However, the original design was within acceptable parameters of the maximum allowed distal extension. Based on the investigation and risk management file review as per project 743 rev.09/rm-00057-haz rev.09, the most likely root cause determined from the investigation was distal extension too long, bar span between cylinders too long. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the bar broke where the screw access hole is ¿ as they were adjusting the overlay acrylic. New bar is going to be made. Bar will return after new bar is fabricated.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: last name unknown / not provided.